Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "delivery stopped" while using a small volume infusor. This issue was discovered during priming. It was further reported that after filling, the pharmacist attempted to prime the device, however the solution did not flow to the distal end of the tubing. There was no patient involvement. No additional information is available.